Event description:
A report was received that the patient was having difficulty charging ipg. It was mentioned that the patient was not able to use topical adhesives to charge due to skin problems. The patient will undergo a revision procedure wherein the ipg will be replaced and repositioned.